Event description:
This device was returned with oos documentation from biotronik representative (B) (4). Per oos, one day post-implant, this lead exhibited noise and the noise was still present after disconnecting and reconnecting the lead.